Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) analyzed the issue onsite and reviewed the system's log files, identifying an issue with the system's wired footswitch. Log files analysis identified that the footswitch did not send an exposure command to the system at the time the image was lost during the procedure. The fse replaced the wired footswitch, which was sent for analysis. Part analysis showed damage to the footswitch's cable. The outer sleeve and braided metal shielding were damaged, and an internal wire was cut. After replacement, the system was returned to use in good working order. Philips has identified similar instances where no or only intermittent x-ray radiation initiation was possible through use of the wired footswitch as a result of a damaged footswitch cable. As a result, philips has initiated field safety corrective action medical device correction z-2587-2023, which is scheduled to be implemented on the system. Codes were updated based on investigation. The health impact code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device¿s live image was lost during stent placement for a cerebral aneurysm. The device was in clinical use at the time of the event. Additional information received from the facility indicated that the doctor stepped on the footswitch, but the live image did not display. When stepping on the footswitch again, the live image appeared, and the doctor noted the stent was placed further than intended. The doctor elected to deploy a second stent to complete the procedure. It is further noted that there was no impact to the patient, who was later discharged. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction. The catalog item identifier, reporting institution name and the reporting address line 1 have been updated.